Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Event description:
It was reported that during use medication is leaking past the plunger with a bd syringe 3ml ll w/ndl 25x1 rb. The following information was provided by the initial reporter: it was reported that medication is dripping out of the bottom of the syringe.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use medication is leaking past the plunger with a bd syringe 3ml ll w/ndl 25x1 rb. The following information was provided by the initial reporter: it was reported that medication is dripping out of the bottom of the syringe.